Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for failed back surgery syndrome and spinal pain via a manufacturer¿s representative (rep). The rep reported that the patient felt nauseated when stimulation was on and having difficulty recharging and keeping black boxes. The rep reported that the patient would have 8 boxes and then none. The rep reported that they would meet with the patient on (B)(4) 2017 to turn the device down. The rep reported that the patient would try not using the belt to recharge. Additional information was received from the rep on 2017-04-17. The rep reported that the patient was averaging 4 black boxes. The rep reported that they did ins anatomy lesson and the patient was able to get 8 black boxes and charge normally. The rep reported that there was no issue with the charger. The rep reported that the patient was given 2 new groups with a higher frequency for the nausea. The rep reported that the patient thought the nausea may have been related to his meloxicam he was taking and not the ins. The rep reported that the patient was doing better and charger was okay and functioning fine. The rep reported that there would be no product return. No further complications anticipated. Additional information was received from a manufacturer's representative (rep). It was reported that the patient had a pocket revision on (B)(6) as the patient's ins was at the belt line. The ins is performing as expected and the patient is happy. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep). It was reported that the patient saw the healthcare professional (hcp) and they were still not happy with the ins placement. The hcp agreed to move the pocket to the patient's flank and replace the ins. The rep said the patient was happy at the end of day before being discharged. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep). It was reported that the healthcare professional would not release the ins to the rep. The rep stated that there were no issues and the patient wanted a new ins since they were having the pocket moved again. No further complications were reported or anticipated.